Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot # (b)(4, ubd: 05-mar-2014, UDI#:(B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 15-sep-2013, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (500mcg/ml at 95.81mcg/day) via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported that patient had an unsuccessful dye study after lose of efficacy of therapy. The patient was scheduled for surgery and never had scheduled refill performed. Pump reservoir has been completed without drug since 12.31.21 per logs. The healthcare provider made the  decision to fully replace catheter and pump after fully removing previously implanted system. Patient had an unsuccessful dye study (date unknown) after lose of efficacy of therapy. The patient was scheduled for surgery and never had scheduled refill performed. No environmental/external factors identified. The issue was resolved at time of this report. The company representative reported the patient started having poor efficacy and a dye study was performed and unsuccessful (no dates were known when asked). Today they showed up for a case and believed they are doing a catheter revision  also noticed the pump has been empty since (B)(6) 2021 per the pump logs.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022. Product type catheter product ID 8598a, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2022. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated the cause of the unsuccessful dye study was not determined. It was mentioned that the pump was not refilled because it was not working correctly. The pump alarmed for low reservoir and empty reservoir as a result of been empty.